Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had troubleshooting for image signal. The issue was found during a diagnostic esophagogastroduodenoscopy procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely for the following malfunction the cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.